Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that they changed the cassette, but did not change the bags as well. The technical service representative (tsr) explained to the hp that the setup on the hc machine was compromised and they could not use that setup. The tsr then advised the hp to start over with all new supplies; new bags and new cassette. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a use error was confirmed; however, a cause as to why the patient didn't follow proper steps could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available.